Event description:
The initial reporter advised shiley that they had received a report that a pt had experienced an alleged fracture of their bjork-shiley convexo-concave mitral heart valve. According to information subsequently received from the patient's family member, the patient was taken to the emergency room complaining of "waves of pain in their upper chest". An ultrasound was performed on the pt and a physician reported that "they don't see the valve moving incorrectly". The pt underwent emergency surgery to replace the mitral valve prosthesis. Based upon subsequent information received from the surgeon, "the valve had fractured" whereby "the disc was in the intra-abdominal aorta and the minor strut was in the right lung". According to information received from the surgeon, the pt died three weeks after surgery due to respiratory and renal complications.

Event description:
A copy of the death certificate was received from the initial reporter which indicated the cause of death as "prosthetic valve failures."